Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation power turnng off was not confirmed. Additionally, the device evaluation found that the buttons on the front panel were not working and the bezel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor's power turned off during an endoscopy procedure. It was reported that there was image initially, then the power turned off. The device was inspected by the field service engineer and found that the same issue occurred when it was turned on again. The procedure was completed using a similar device, therefore, there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report was created to add information to section b5.

Event description:
The issue was found in the middle of a gastrointestinal endoscopic procedure. The procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the power issue could not be determined. It is possible that the event was caused by a foreign substance having been attached at the time of manufacturing. The cell stress test was implemented after the device was manufactured in order to reduce the rate of defects. Olympus will continue to monitor field performance for this device.